Manufacturer narrative:
Device lot number unknown/not provided. The device was requested and not returned. Product not returned to manufacturer.

Event description:
It was reported that patient entered to dental office with abutment and crown in hand after it had fractured off in the course of normal eating. Screw was originally placed in (B)(6) 2012. Tooth #30. Small fragment of screw had to be retrieved from implant but was done successfully. Patient to return for new screw placement when they received a new one.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. Upon visual inspection, the screw was fractured at the upper threads. The hex of the returned screw appeared stripped. Also, unknown residue was noted within the internal surfaces of the returned product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: biomet restorative manual contains instructions regarding torque recommendations as well as instructions on screw placement. Biomet 3i restorative product IFU, p-iis086gr rev. E 11/2015: precautions- biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint indicated screw fracture. The report of fracture was confirmed. A root cause could not be determined for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Date of this report. Date received by manufacturer. Add follow up type. Device availability - date returned to manufacturer. Device evaluated by manufacturer - change explanation.